Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was disconnected by the patient's husband at 6am. He reconnected the pump and the pump was alarming occlusion when the patient tried to restart the pump. When the patient arrived to the clinic, the pump tubing and tape around the connections were intact. The pump had only infused 7.5ml. The pump was infusing 5fu. The pump was started that day to infuse at 4ml/hour over 46 hours. Infusion was restarted with a new pump. There was no adverse events reported.